Manufacturer narrative:
MFR ref no (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported fluid intrusion. The eval found corrosion on the wireless module flex and radio printed circuit board (pcb) caused by fluid intrusion. The eval determined the fluid was not leaking from the li ion battery pack. The wireless module was determined to not be repairable.

Event description:
It was reported that a wireless battery module was leaking. The customer stated the leaking was possibly caused by fluid intrusion.